Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pop and sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.